Manufacturer narrative:
(B)(4): physio- control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of malfunction to be a cracked filter, fl29.

Event description:
It was reported that the device service indicator was illuminated and it logged event codes in the memory. There was no pt use associated with the event. Physio-control's investigation found a critical malfunction that impacted the positive portion of the defibrillation energy waveform.